Event description:
The customer reported to olympus, the gastrointestinal videoscope was clogged. The device was returned for evaluation. During the device evaluation, foreign object inside scope was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: detection method in gif-1100 operation manual chapter 3 preparation and inspection preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.